Manufacturer narrative:
No patient present. The issue with deleting and archiving exams was caused by a permissions conflict: exams created by another application have permissions that prevent this app from deleting them. Exams should be able to be deleted from another application. No patient present.

Event description:
Medtronic representative reported difficulty archiving and deleting exams from the system as the hard drive is reportedly 95% full. Event did not occur during surgery and no patient was present.